Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade mitral regurgitation (mr). A clip was advanced into the anatomy accessing the left atrium and then steered down into the mitral valve. The patient's blood pressure significantly decreased, so it was decided to remove the clip delivery system (cds) to manage the patient. As physicians were removing the clip, it became caught on the soft tip of the guide. Troubleshooting was performed, however, as the clip was removed from the guide, it opened to approximately 60 degrees and detached from the cds while in the left atrium. The patient was immediately referred to surgery for the system to be removed.

Manufacturer narrative:
All available information was investigated, and the reported torn sgc soft tip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn sgc soft tip was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade mitral regurgitation (mr). A clip was advanced into the anatomy accessing the left atrium and then steered down into the mitral valve. The patient's blood pressure significantly decreased, so it was decided to remove the clip delivery system (cds) to manage the patient. As physicians were removing the clip, it became caught on the soft tip of the guide. Troubleshooting was performed, however, as the clip was removed from the guide, it opened to approximately 60 degrees and detached from the cds while in the left atrium. The patient was immediately referred to surgery for the system to be removed. Upon return of the steerable guide catheter, it was found that there was damage to the soft tip of the device.

Manufacturer narrative:
All available information was investigated, and the reported torn sgc soft tip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn sgc soft tip was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.